Event description:
It was reported that the pulse generator exhibited multiple episodes of ventricular noise reversions. The device was programmed to auto sense in the ventricle at nominal settings. The device would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.